Event description:
Customer reported: "cannot clear ua (user advisory) 7." No adverse event reported.

Manufacturer narrative:
Eval of the returned platform confirmed the reported ua 7 (discrepancy between load 1 and load 2 too large). Load cell j7 was the cause of this issue. Load cell may have malfunctioned due to normal wear and tear as it was last replaced in (B)(6) 2005 and was 7.5 years old. Load cell was replaced, platform passed final test.